Event description:
It was reported that during a to procedure, a chevron in the tissue became hung on the incision opening when attempting to pull the second set of chevrons through the pt. The doctor was not using the packaged trocar and therefore, had made the incision too small. The doctor applied force to release the tissue and it broke into two pieces. The tissue was completely removed from the pt and a new piece of tissue was placed without any further complications being reported.